Event description:
It was reported that during an unspecified bilary procedure, resistance and advancement difficulties were encountered. Upon attempting to advance the 7 x 10cm rx stent delivery system (sds) over an unspecified guide wire, resistance was encountered while advancing through the channel of an unspecified endoscope. It was noted by the physician that the inner catheter of the sds had come out through the guide wire port. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".